Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight says, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011, implanting a biomet orthopedics polyethylene liner with another manufacturers' modular head. Subsequently, the patient was revised on (B)(6), 2011, due to dislocation.